Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted body fluid contamination in the left ventricular (lv) lead barrel. All seal plugs were intact and all set screws operated normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated. Approximately sixteen months later, this device was returned for analysis. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was set at high atrial and left ventricular outputs and had reached end of life (eol). The monitoring voltage went below 2.15 v and reverted to storage mode with no therapy available. To date, there have been no adverse patient effects reported. A boston scientific crm technical services consultant recommended replacing the device as soon as possible, because the patient was not protected. However, due to the patient's health status the explant procedure is planned for a future date.